Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 1020279-2020-02716, case-(B)(4). The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.

Event description:
It was reported that after tka procedure, a revision surgery was performed due to suspected infection. No delay. The jrny ii bcs xlpe art isrt sz 3-4 lt 10mm was replaced using a s&n backup device.